Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique (or touch contamination) is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Additionally, it was affirmed the patient¿s peritoneal dialysis (pd) catheter extension set was not properly tightened, resulting in a fluid leak. The extension set was able to be secured appropriately by the patient to perform as intended. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus aureus. A white blood cell (wbc) count was ordered on (B)(6) 2022 but not conducted by the laboratory due to limitations in testing capability. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient was recently hospitalized (admission date unknown) for comorbidities unrelated to pd therapy and not due to the performance of any fresenius product(s) or device(s). The admitting facility used a baxter cycler (not a fresenius product) that necessitated a pd catheter extension set exchange. The patient received a new extension set for their home liberty select cycler upon discharge (discharge date was (B)(6) 2022), which was not tightened appropriately, resulting in a fluid leak, on the morning of (B)(6) 2022. The patient was able to properly tighten the extension set, resulting in touch contamination, and he continued with their pd treatment. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The pdrn stated the patient is recovering from this event while remaining asymptomatic. The pdrn reported a wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 179/mm3. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was hospitalized again on (B)(6) 2022 for comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was transitioned to hemodialysis (hd) through a central vascular catheter (placed during this admission) for renal replacement therapy on a hospital provided hd machine (unknown brand model) due to critical illness. The patient plans to return to pd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 63-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus aureus. A white blood cell (wbc) count was ordered on (B)(6) 2022 but not conducted by the laboratory due to limitations in testing capability. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient was recently hospitalized (admission date unknown) for comorbidities unrelated to pd therapy and not due to the performance of any fresenius product(s) or device(s). The admitting facility used a baxter cycler (not a fresenius product) that necessitated a pd catheter extension set exchange. The patient received a new extension set for their home liberty select cycler upon discharge (discharge date was on (B)(6) 2022), which was not tightened appropriately, resulting in a fluid leak, on the morning on (B)(6) 2022. The patient was able to properly tighten the extension set, resulting in touch contamination, and he continued with their pd treatment. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The pdrn stated the patient is recovering from this event while remaining asymptomatic. The pdrn reported a wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 179/mm3. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was hospitalized again on (B)(6) 2022 for comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was transitioned to hemodialysis (hd) through a central vascular catheter (placed during this admission) for renal replacement therapy on a hospital provided hd machine (unknown brand model) due to critical illness. The patient plans to return to pd therapy on the same liberty select cycler at home upon discharge.